Event description:
During omega twin hook operation, while drilling, drill broke and tip of the drill remained in the bone.

Manufacturer narrative:
Evaluation summary: the reported event that the drill bit broke could be confirmed. The visual examination revealed that the drill bit is fractured at the cutting part. The fracture site shows the typical characteristics of a torsional overload breakage. We were aware this device was manufactured in 2006 and therefore we assume it was multiple used. Please note that drill bits are recommended as single patient use according the instructions for cleaning, sterilization, inspection and maintenance of stryker osteosynthesis medical devices. Based on investigation, we can assume the root cause of the breakage was multi-factorial. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During omega twin hook operation, while drilling, drill broke and tip of the drill remained in the bone.